Event description:
It is reported by a mitek rep. That during an arthroscopic rotator cuff repair surgeon was passing caspari punch (suture passing device) through the cannula and the dam of the cannula broke free and fell into the joint. The dam was retrieved and there was no harm to the patient.